Manufacturer narrative:
B5: additional information received via email from customer on 18-oct-2022. No event history log available as the event did not occur while patient was using the pump, it happened while the patient was setting up the pump with a new cartridge. H6: event problem and evaluation codes: updated. H10: no product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had high pressure alarm and also air bubbles were reported in the tubing. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.